Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 108 to 200 mg/dl. Customer observed symptoms of tired and weakness due to unrelated infection. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Customer feels that blood glucose test result range is currently elevated due to infection. Currently taking medication and insulin to manage diabetes. Comparing blood glucose test results from trueresult meter to embrace meter. Back to back blood test produced test results of 179 mg/dl using trueresult meter and 263mg/dl using embrace meter. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 108 to 200 mg/dl. Customer observed symptoms of tired and weakness due to unrelated infection. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Customer feels that blood glucose test result range is currently elevated due to infection. Currently taking medication and insulin to manage diabetes. Comparing blood glucose test results from true result meter to enbrace meter. Back to back blood test produced test results of 179 mg/dl using true result meter and 263mg/dl using embrace meter. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 179mg/dl (B)(6) 2015 10:16am, 126mg/dl (B)(6) 2015 06:43pm, 76mg/dl (B)(6) 2015 04:39pm, 162mg/dl (B)(6) 2015 11:16am, 124mg/dl (B)(6) 2015 07:44pm. Adverse event not reported.